Event description:
The account alleges that the device has a loss of ground.

Manufacturer narrative:
The account informed the technician that they did not want a follow-up call regarding the status of this device. Therefore, as of this report, hill-rom does not have any info indicating if this issue has been resolved. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.